Event description:
Reportedly, the surgeon applied the device to the tissue. The stapler was fired however the staples were not applied at all and the issue remained open. The surgeon exchanged the device for another and the stapling was performed again.